Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 411 analyzer (disk system). The initial result from the primary tube was 245.2 ng/l. The repeat from a hitachi cup was 3.93 ng/l. The repeat from the primary tube was 4.87 ng/l. The repeat from the hitachi cup was 4.16 ng/l. A new sample was obtained and the result was 3.58 ng/l. The new sample was repeated with a result of approximately 4 ng/l. The customer could not remember the specific result.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The customer replaced the pinch tubes and the procell and cleancell reagents. Qc was acceptable. The customer tested all samples tested for troponin in duplicate and the results were reproducible. The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer used a centrifugation time and force of 10 minutes at 1490 g, a ramp-up/down time of 15 seconds, and a clotting time of 30 minutes. Based on the type of sample tubes used by the customer, the centrifugation time and force should be 10 minutes at 1800 g or 5 minutes at 3000 g. The ramp-up/downtime should not be less than 30 seconds. The clotting time of 30 minutes is the minimum required clotting time; for patients taking blood thinners, this time may be too short. Based on the limited information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem. The investigation determined the event was consistent with preanalytical handling issues.